Manufacturer narrative:
Device evaluation of electrode belt been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was a cable was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.